Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that while performing a demonstration of another company¿s device, his olympus evis lucera gastrointestinal videoscope¿s forceps channel had foreign material present inside of it. Reportedly, the initial reporter was unsure if the deposits within the channel were dirt or blood but did confirm that the exterior of the device had no abnormalities, and there was no resistance during the insertion process. There was no patient involvement during this event. According to the initial reporter, this event occurred with 6 different olympus devices. This report is 4 of 6. For the related complaints, please see reports with patient identifiers: (B)(6).

Manufacturer narrative:
This is a correction report, provided information that was inadvertently omitted the initial report. Should any further information be provided, another supplemental report will be submitted.

Event description:
During the initial report, information related to the reprocessing details was inadvertently omitted. Per the customer, there were no problems with reprocessing. Reportedly, the cleaning brush was used in combination with a 3rd party¿s cleaning solution and an olympus oer-3 device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. There were no obvious scratches or foreign material in the forceps channel tube of the subject device. Since it was unclear which part of the tubes of the subject device was the reported scratches or dirt, a root cause could not be identified. Currently, no abnormality was found in the subject device. The device was evaluated where no abnormalities were found that could have caused or contributed to the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture corrected information. Should further information be provided, another supplemental report will be submitted.

Event description:
Since the initial report was submitted, it has become known that the customer actually reported a total of 11 devices associated with this event. Additionally, this report is being submitted to capture the evis lucera ultrasonic bronchofibervidescope. This report is 2 of 11. For the related complaints, please see reports with patient identifiers: (B)(6).

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.